Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Summary of investigational findings: a patient with reported torturous anatomy and calcifications underwent a taaa procedure. An attempt was made to implant the zta-p-44-179 however advancement difficulties was encountered. An arm vessel was opened to insert a through and through wire to advance the device. When removing the device from the patient it was noted that the sheath was kinked and not as smooth and flexible as expected. No adverse effects to the patient was reported. The device was returned undeployed. When examining the device three distinct kinks with concertinaed sheath segments were noted. Based on the product evaluation it has not been possible to determine a cause for the reported failure. The IFU states: do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. No evidence to suggest that the product was not manufactured according to specifications. Based on the provided information and evaluation of the returned device no exact cause for this event could be established. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the sheath was after removal really kinked. Anatomy of this patient was tortuous but it looked as if the sheath was broken on multiple locations. During the procedure they had to open the arm to put a wire through the patient to be able to advance this device. Otherwise it wasn't possible and usually they don't have to open the arm for a procedure like this. The sheath was kinking (also during advancement) so they didn't have the opportunity to normally advance the device. They had to open the arm vessel to advance it eventually over a through and through wire. This cause extra effort and afterwards they realized the sheath was not smooth and flexible as normally. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.